Event description:
Based on my endocrinologist' suggestion, I started using freestyle libre 3 for glucose monitoring. On 28th I went to (B)(6) and from that night the sensor started beeping with warning of low glucose level. After couple of alarm, I took two candies and a cup of orange juice but it continued sounding alarm. Next day I was travelling to (B)(6) and the alarm continued. I got so panicky that I had to stop to a drug store, buy a glucometer and measure. It was in canada so the machine read 5.3 mmol/l and the pharmacist told me that 4-7 range is okay. This confirmed that the libre3 was not showing the correct glucose level. The reading was in the normal range although the libre 3 was constantly beeping and showing glucose level as low as 53 mg/dl.